Event description:
A patient was treated with the visica system for a fibroadenoma. The procedure was started and about 5 minutes, into the first freeze cycle, the patient reported feeling nauseous. The patient then fainted and began to seize. The physician managed them with a jaw thrust and sternal rub to stimulate breathing. The patient regained consciousness within a minute of the vasovagal reaction. The visica procedure was aborted and the patient was observed for the next 30 minutes. They were reported to be fine upon release and were reported by the physician to be fine as of 8 days later. The physician believed the vasovagal reaction was due to patient anxiety and not the cryoablation procedure.